Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (added into the pd solution, dosage, frequency and duration not reported). The patient was discharged eight days after admission and was recovered from this peritonitis event. Dianeal therapies were ongoing. Additional information was unable to be obtained.